Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dfm8006sc eptfe vascular graft allegedly experienced material split, cut or torn. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.